Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch verio iq meter read inaccurately low compared to another meter (onetouch ultra2). The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the reporter that the alleged meter inaccuracy began on the afternoon of (B)(6) 2015. The reporter claimed the patient obtained blood glucose readings of "98 mg/dl" with the subject meter and "237 mg/dl" on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter informed the csr that the patient manages his diabetes with shots (other than insulin) and claimed the patient took less food and drink in response to the alleged inaccuracy issue. The reporter claimed that 30-40 minutes after the alleged issue began the patient developed a "headache". The reporter denied the patient received any treatment in response to the symptom. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the reporter through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom does not meet lfs' serious injury criteria, nor did he receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.